Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure the device was implanted, turned on, the rotations per minute were increased and cardiopulmonary bypass was discontinued. After, there was excessive bleeding noted which appeared to originate between the device and the apical cuff at the 12:00 position. The device was rotated clockwise while still locked, per the suggestion of the abbott clinical. The bleeding did not resolved. The device was rotated slightly counter clockwise and the bleeding then resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported bleeding from between the pump and apical cuff could not be determined through this evaluation. It was reported that the event did not appear to have significantly extended implant procedure time based on an operation note. Additionally, the patient was stable in the stepdown unit following the event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. This section also notes to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.